Event description:
It was reported that during the cardiomems implant procedure the physician noted that the patient's pacemaker lead appeared to be floating. The procedure was completed as usual. After the procedure was completed, the pacemaker was interrogated, and it was determined the lead was not working appropriately. The patient was admitted for overnight monitoring. The pacemaker was switched to a different pacing mode until the lead could be replaced. On (B)(6) 2024 the lead replacement was performed. On (B)(6) 2025 the patient was discharged. The physician reported they were not able to determine the cause of the lead dislodgement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).